Manufacturer narrative:
Inspected one opened and used sensor for broken, missing parts or dull needles. None were found. It was noted that the sensor electrode retracted inside the sensor base.

Event description:
Customer reported that her sensor cannula broke and stayed in her body. Customer stated that she did feel resistance when she tried to remove the sensor, but she was able to remove it. Customer stated that she noticed that the sensor cannula was missing and she can see it in her skin. Advised to attempt to removed the cannula, or seek medical attention to removed it. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.